Event description:
Device returned to MFR with report of "pt not getting drug effect, catheter ok, pump did not deliver when purged upon removal, so pump replaced." Follow up with hcp revealed that pt had suffered no significant symptoms of withdrawal. Oral replacement was used. Device replaced and pt has recovered.